Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as redness and itching under the three therapy electrodes. There is no allegation of a device malfunction. The patient consulted his physician who prescribed an ointment. Follow-up indicated that the patient's condition had not worsened and that the ointment was giving the patient relief.